Event description:
I purchased the always maxi pads overnight size 4 from (B)(6) supermarkets about two weeks ago. After my period I experienced irritation in the vulvar area that led to skin breakdown and exposed skin. Because the skin breakdown was in that area every time I walked or urinated I experienced burning. I had to use an otc benadryl cream on the area. The issue is still present. There is something irritating/toxic in the material of this product and women shouldn't use this. I spoke with two other people who experienced the same irritation and didn't report it. This is the second time this has happened the only reason I bought the pads was because the one I usually buy was out of stock due to the quarantine. The bar code number is (B)(4). There is also a printed number on the side of the package (B)(4). Had problems after switching from one product maker to another maker: yes. FDA safety report ID #: (B)(4).